Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of backup vvi reset mode was confirmed in the laboratory and was caused by a power-on reset. The power-on reset was caused by a high voltage delivery into a high impedance load. The cause of the power- on reset was confirmed to be due to a broken case wire confirmed via x-ray.

Event description:
It was reported that the patient came in for normal eri change out. The device was found to be in backup vvi mode prior to surgical procedure during a pc-shock. The device was explanted and replaced.